Event description:
Report received of an independent rate change. The customer contact stated that at an unspecified time, the device was programmed to deliver an unspecified amount of lipids at a rate of 15ml/hr. No further programming parameters were provided. At 0800, the nurse noted the pump to be delivery at a rate of 798ml/hr. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.